Manufacturer narrative:
(B)(4). This is a report of use error, where the patient disconnected and did not cap off the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected and did not cap off the line properly during peritoneal dialysis therapy on the homechoice. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy so they could start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.